Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states that the nurse inserted a nasal gastric feeding tube and secured it with tegaderm to the patient's face. The next morning the extension tubing was still attached to the hub, but the hub was not attached to the ng tubing. The ng tubing remained secured with tegaderm to patient's face. The ng tubing was removed intact without the hub. The tube was removed just as it normally would be as if the hub was still attached. All pieces recovered. The patient tolerated it well.

Manufacturer narrative:
One decontaminated sample outside of its original package without a lot number and one unused sample with lot number 1900925964 was received for evaluation. After performing a visual inspection based on the product¿s specification, only in one sample confirmed the reported condition; the purple connector was separated. The second sample arrived assembled and passed the stress test. The device history record (DHR) files were reviewed and no discrepancy was found that could attribute to the condition reported. The associated data will be fed into the risk management quarterly report. As part of continuous improvements, a formal corrective/preventative action (CAPA) has been opened to further investigate this report and to implement effective solutions to prevent reoccurrence of this issue.